Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 10/1/2014 with the following results: pump powers with returned battery cap. Battery cap is unable to fully tighten. No damage to battery cap. Battery compartment cracks observed in thread area. No moisture or loose components were observed when the pump cover was removed.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.